Event description:
The event was reported that the st holster has a kink in one of the cables at the shroud and the rear rotation knob is out of alignment. No pt involvement occurred.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.